Event description:
It was reported by a pediatric ep that a power-on-reset occurred. It was further reported that the patient was pacemaker dependent and had an arrest post device reset. The physician implanted a new device and will explant the old device later (it needs surgery to extract). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.